Event description:
Ans was advised in 2009, the patient's percutaneous lead was revised with a surgical lead at t10 two days prior. It was reported that the patient had good stimulation both intraoperative and postoperative. During the postoperative check by the md, the md found the patient could not move or feel anything below the waist. A cat scan was performed and showed no evidence why the patient was experiencing neurological difficulties. The patient was returned to the or for exploratory surgery, due to the neurological deficit. No hematoma was found. The md removed the lead from the epidural space, woke up the patient, and had the patient perform leg movement. The md allegedly stated the lead caused cord compression. The md performed a laminectomy decompression at the lead site, and with the bone removed reimplanted the lead laying it on top of the dura. Post-revision the patient regained sensation below the waist. The patient has regained partial mobility. Ans contacted the md on several occasions requesting additional information. No further information has been received. The product is still implanted and will not be returned for evaluation.

Manufacturer narrative:
Evaluation results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.